Manufacturer narrative:
Concomitant product: dtmb1qq crtd implanted: (B)(6) 2016; 429888 lead implanted: (B)(6) 2016 product event summary: the partial lead in segments was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tricuspid regurgitation due to their right ventricular (rv) lead. The rv lead was explanted and a previously implanted rv lead was used in its place. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.